Event description:
It was reported there was a calibration issue. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to cracks along the bottom and replaced the rear case due to cracks along the top. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. A review of the device history record showed the device had a manufacture date of (B)(6)2013 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that no fault was found for the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was a calibration issue. No additional information. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was a calibration issue. No additional information. No patient involvement.